Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alert after the pump was dropped. Despite inserting three new batteries, the pump displayed a blank screen. The customer also reported damage to the clip rails and a worn-off sticker. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed for replace battery alarm, and the customer stated that no damage reported on the battery cap. Troubleshooting was performed for damage, and the customer reported damage to the belt clip rails, and the functionality was affected. Troubleshooting was performed for display issues, and the customer stated that the pump was not exposed to moisture. Troubleshooting was performed for labelling issues and the customer reported that the labels had worn off. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, broken belt clip rails and serial number label missing. Blank display was confirmed during analysis due to moisture damage on pcba 1, pcba 2, force sensor and motor. Exposed to moisture damage confirmed. Unable to download history files and traces using thump due to blank display. Unable to verify battery power loss due to blank display. Battery power loss unknown. Cosmetic damage confirmed at the belt clip rails and serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.